Event description:
Medtronic received information that this bioprosthetic valve, implanted almost 60 months was explanted, due to stenosis as determined by echocardiographic examination. At surgery, pannus was found.

Manufacturer narrative:
Method: device history reviewed. Results: device history review found the product met specifications when released for distribution. Conclusion: cause of event attributed to patient related condition. Analysis: upon receipt at medtronic's quality laboratory, all leaflets were slightly stiff, but flexible except where host tissue extended on the outflow of the noncoronary and left cusps. A tear and abrasions through the free margin and lunula of the left cusp at the point of coaptation appeared to be possibly associated with a long suture tail. Leaflet mobility may have been restricted in the non-coronary left commissure due to host tissue. Remnants of pannus remained attached to the outflow edge of the sewing ring adjacent to the left cusp extending to the outflow rail then over the non-coronary left commissure and stent post. Pannus extended onto the inflow of the left cusp and possibly reduced the inflow orifice area. All commissures were intact. Radiography showed trace mineralization in the left and right non-coronary commissures. Conclusion: the device history record was reviewed and showed that this valve met all manufacturing specification for product released for distribution. No issues were identified that would have impacted this event. Reduced performance of the valve is attributed to host tissue overgrowth. These findings are generally considered a patient related condition.